Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but a similar product is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of access ports released in january 2021. Investigation results: we received for investigation on celsite from batch 36973791. A 2.6 cm long piece of catheter was received connected to the exit cannula. The distal part of the catheetr was not returned for analysis. The catheter rupture facies is partially clear cut. The catheter has been cut by a sharp object during the implantation procedure. The dimensions of the returned device were measured. All conform to our specifications. No other defect is visible on the returned device. Conclusion: no manufacturing defect has been detected on the returned device. We can hypothesis that a small cut has been accidentally done during the implantation procedure by a sharp object. This defect has grown over time with the patient's movements until the premature rupture 1,5 month after the implantation. The complaint is not imputable to the device. No corrective action is envisaged.

Event description:
Broken catheter. The catheter fragment located in the right part of heart: atrium and ventricle. Extraction by vascular catheterization was necessary.